Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their reservoir. The customer states they had air bubbles in tubing and reservoir. The customer's blood glucose level at the time of incident was 306mg/dl. The customer's levels had been as high as 500mg/dl. The customer treated the highs with the pump. Troubleshoot was conducted and the customer was advised to change out infusion set and reservoir.